Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: on 8 may 2017, a field service engineer (fse) followed-up with the customer over-the-phone to address the reported event. The fse sent the customer controls and advised the customer to store them in the refrigerator. Upon a follow-up call the customer reported "qc has been fine all week." The aia 360 was working as intended. No further action required by fse. The probable cause of the event was the operator made up wash and diluent and immediately used it, rather than letting it "settle" for a while.

Event description:
On (B)(6) 2017 a customer reported having quality control (qc) issues with cntl2 and further reported qc issues with ckmb on the day of this call to technical support with their aia 360 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting ckmb and ctni2 patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.